Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they checked impedances and charge intervals. They also reviewed coupling connection. It was revealed that patient gained 15 pounds so it may explain the reason for coupling connection. The exact weight was not disclosed. It was discussed with patient to charge sooner and more frequently. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. A manufacturing representative (rep) reported that the patient would charge their device and it would deplete after 1 day of use. No further patient complications have been reported as a result of this event.